Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump's motor sounded labored. The motor made a grinding noise. The buttons were less responsive and harder to press. They received unexplained no delivery alerts, not due to site issues. They did not calculate the correct amount of insulin. Customer's blood glucose level was not reported. The device was not returned.